Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse installed the maintenance kit, cleaned the luminometer and reagent probes. The cse ran quality controls (qc), resulting within range but biased low. The cse recalibrated the tni-ultra, and the relative light units matched with the alternate instrument. The cse re-ran qc, resulting as expected. A siemens headquarter support center specialist evaluated the service information and determined that several parts cleaned or replaced when performing the preventive maintenance could have been the cause of the discordant results. Since none of the parts were confirmed as faulty, the cause of the falsely elevated tni-utra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The patient was redrawn a few hours later and the new sample was tested, resulting lower. The original sample was then repeated on both advia centaur instruments, resulting the same as the redraw result. A corrected report was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.